Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the pipeline¿s failure to open and the rough surface was not determined. The pipeline had not been placed in a vessel bend when it failed to open, and no additional steps or other devices (such as resheathing, wire, catheter, or balloon) were attempted to open the pipeline.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which eliminates these as potential causes. It is possible that damage to the braid contributed to the issue of failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during pipeline treatment for an aneurysm, the tip end of the stent could not be opened. After multiple attempts, it still couldn't be opened. After removing the system, it was found that the stent had a rough surface overall. A new stent was used instead, and the procedure was completed successfully. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured c6 aneurysm with a max diameter of 7.8 mm and a 4.9 mm neck diameter. The distal landing zone was 5.1 mm. The proximal landing zone was 4.96 mm. It was noted the patient's vessel tortuosity was moderate. What was the angiographic result post procedure was the vessel was patent.